Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports possible intravascular injection limited to upper third of nasolabial folds with juvéderm® volift¿ with lidocaine. Approximately 0.4 cc on the left side and 0.6 cc on the right. (A tiny amount was injected with backfilled botox syringes to the commissures.) Neither patient nor the injector had any issue immediately post injection. Specifically, there was no pain or other funny feeling. 2 hours later, patient noticed discoloration running up the side of the nose on the right. Patient concerned of having a bad reaction to the injection. Physician contacted by patient's partner and emergency room physician at hospital. The nurse and supervising (illegible) to represent discoloration from bruising. Once again, there was apparently no pain. Patient also started to feel evolution of numbness in the affected area. 17 minutes later, physician received a text message copy of the photo. It shows purple discoloration in the region of the angular artery extending into the anterior cheek and nose including the tip and right nasal alar. Rhytids are made for patient to be seen urgently. The hyperbaric oxygen center is contacted in the event that transfer was required. 30 minutes later, patient in the office for assessment. The area of discoloration spread proximally along the side of the nose in the nasal dorsum as well as inferolaterally. These areas are anesthetic when compared to the other side. The examination is non tender. Facial animation is normal. There is no visual disturbance. The subcutaneous filler is palpable bilaterally, slightly more so on the right than on the left, which was to be expected based on patient's treatment history. The discoloration in non-blanchable. 9 minutes later, margins are marked, preinjection. Photos are carried out. The area surrounding the palpable nodule is injected with 3 cc of hyaluronidase (with an additional 0.5 cc of xylocaine 1% pain). This was done in the standing fashion surrounding and going through the nodule. This was massaged. 5 mins postinjection photo was taken. Very little difference noted. 10 min postinjection photos are taken. Very little difference noted. Clinically the nodule might be a tiny bit smaller, but this may have been the result of massage only. An additional 3 cc is fanned in the area but also included the inferolateral nasal sidewall and the lower two thirds of the nasolabial fold. No xylocaine was used for this or any further injections. It is physician's feeling that the affected area has migrated beyond the initial markings. 24 minutes later, an additional 3 cc is fanned out in a similar pattern. 21 minutes later, photos are taken and there is some response centrally in the region of the nasal labial folds. Also patient starts to have improved feeling. 11 minutes later, follow up photos were taken. Additional positive changes appear to be happening clinically. After 18 minutes, patient's supervising physician in treating nurse have been invited to the office are present. They can see the evolution of the purple discoloration. An additional 3 cc is injected generally over the treatment area in subcutaneous space. The nodule is demonstrably small and difficult to feel. There is visible clinical improvement not throughout the region of the nasolabial fold nasal sidewall and to a lesser extent the inferolateral cheek. No further injection is contemplated after this point. Transfer to the hyperbaric oxygen treatment center is also canceled. Warm compresses are applied and patient is observed for an additional 40 minutes. There is demonstrable blanching with good capillary refill throughout all affected areas. Color not yet 100% normal but this is more from a reactive hyperemia. Ischemia resolved within an hour of attending the clinic but erosions developed in mouth and on cheek. Erosions healed approximately two weeks post event. Pale pink patch of skin with no obvious scarring remains on cheek.